Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. Date of follow-up report: 12/06/2016. A used het forceps device was received. The returned product met specifications as received. Visual inspection found no defects, and the device functioned normally when activated on simulated tissue. The sample did not activate unless the foot pedal was activated. Further correspondence with the customer found that the generator had been in auto-bipolar mode, where the device will activate if the forceps are closed. This is a situation where the device was accidentally activated during use. The instructions for use included with this product state that the auto-bipolar mode should not be used with this system. A review of the device history records for this lot found no further potentially contributing factors.

Event description:
The customer reported that they later found the device was in use with a generator set on auto-bipolar mode.

Manufacturer narrative:
(B)(4). Date of initial report: 11/17/2016. The incident sample was requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a hemorrhoidectomy, the device would activate on its own when the jaws were closed. The footswitch was not pressed when the issue occurred.